Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up with a device that was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a real time egm. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.